Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for fecal incontinence. It was reported that the patient had been sweating due to the heat and it made the tape come off of his lead. The patient stated that he believed he caught it in time but he was concerned that the lead may have moved. The patient was redirected to his health care professional. There were no symptoms or further complications reported or anticipated.